Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00697. It was reported that both of the patient's ipg's stopped providing therapy. It is unknown if the ipg's depleted normally or prematurely. In turn, surgical intervention was undertaken wherein both ipg's were explanted and replaced. Post-operatively, stimulation therapy was restored.